Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. Usb charger and usb cable were not returned with the reader. Customer reported that: ¿after 15 mins of charging the reader, the reader was heated and the reader unable to turn on.¿. Reader did not power on with button, strip, or usb cable insertion. Connected reader to pc and software. It was not able to recognize the reader. Unable to perform built-in reader test due to reader unable to power on. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader. Observed the moisture indicator dot turned red. The red dot observed on the moisture detector was an indication that liquid contamination was observed on the reader. Thermal camera was used to inspect the pcba (printed circuit board assembly) while charging with a known good usb data cable and power adapter. Exceeded pcba components temperature was observed. Further investigation was conducted, where a visual inspection was performed on the hardware product quality engineering (hpqe) team. The moisture sticker on the back of the reader was red, indicating liquid contamination was observed on the reader at some point. Contamination was observed around the c89 capacitor. The data in the initial scan was reviewed. No issues were observed. The returned sensor was brought to the bench for functional testing. The returned battery voltage was measured, which was not within the specification range. A known good battery was used for the duration of testing. The reader was unable to power on using the button, strip insert, or charging cable. The reader was observed under a thermal camera when the reader was attempted to power on. Hot spots were observed on the pcba around the l9 component. Liquid contamination was observed on the printed circuit board assembly (pcba) around the c89 component. A continuity test was performed on the c89 capacitor and found the component to be shorted. It was determined that the liquid contamination causes the c89 capacitor to become shorted and bring the entire v_sys to u8 line down to ground. Shorts could cause components on that pcba trace such as l9 to draw extra voltage/current and extra heat dissipation, which resulting in hot spots and preventing the reader from turning on. The reported field event of ¿the reader was heated¿ was observed. Hpqe determined that liquid contamination caused hot spots and the reader to not turn on by shorting components. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reports their abbott diabetes care device is too hot to hold while charging. There was no report of fire, smoke, explosion, or shock. It is unknown at this time if the charging cable and adapter used was the cable and adapter supplied by adc for use with the libre device. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint. There was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.